Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, CT revealed a septated defect in the lobar pulmonary arteries suggesting recanalized remote emboli. Small filling defect has developed in the sub-segmental peripheral branch of the left upper lobe with an additional filling defect in the central sub-segmental branch of the left lower lobe. X-ray performed on the same day revealed ivc filter to be tilted more than 30 degrees. Approximately nine months later, CT revealed ivc filter with struts extruded. Subsequently, next month contrast injection revealed complete occlusion of the inferior vena cava at the level of filter and further distally. Therefore, the investigation is confirmed for filter tilt, occlusion of the ivc, perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2015), ((B)(4)).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded, tilted with filter struts extruded. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pe post implant, chest pain and abdominal pain; however, the current status of the patient is unknown.